Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent sound issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed 24-jul-2019 with the following findings: on investigation, the pump powered on with fully functional audio tone. Investigation did not duplicate the complaint.